Event description:
It was observed that during the device evaluation the duodenovideoscope had foreign objects in the light guide lens and there was a gap in adhesive in the area between the z-block and the distal end and adhesive around the objective lens has a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign matter issue could not be established, the cause of the malfunction of the gap and the chip was possibly traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.